Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bent guidewire was confirmed, but the cause of the reported damage could not be determined from the photographs that were provided for investigation. Two photographs were provided for investigation. One photo showed the product labeling with part number 5608200 and lot #redt1564. No similar complaints were reported with the same lot. The second photo showed a guidewire on a blue drape. The power trialysis catheter and other kit components were also visible on the drape. What resembled blood residue was observed on the blue drape beneath the guidewire. Four kinks/bends were observed in the guidewire between the single band mark near the j-tip and the distal triple band mark. One of the kinks was located at the double band mark. It was reported that the vessel was punctured, the wire twisted, and catheter couldn¿t be inserted, which indicates that the damage most likely occurred during the insertion process; however, the exact cause of the damage could not be determined from the photographs that were provided for investigation. A lot history review (lhr) of redt1564 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the czech republic.

Event description:
It was reported that after puncturing the vessel the wire twisted and the catheter couldn´t be inserted, requiring the patient be punctured and cannulated again. It was stated this happened in two cases with the same batch. No other information was provided. This report addresses the second of two cases.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redt1564 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(6).

Event description:
It was reported that after puncturing the vessel the wire twisted and the catheter couldn´t be inserted, requiring the patient be punctured and cannulated again. It was stated this happened in two cases with the same batch. No other information was provided. This report addresses the second of two cases.